Event description:
It was reported that during a laparoscopic splenectomy, the stomach and the spleen needed to be transected since they were stuck together. Upon the first firing using a blue cartridge, the device was fired across the stomach and the device locked on the tissue, the device was difficult to open. The device fired, the staples were properly formed, however, the center of the staple line was open. The tissue was separated in the center. The manual release was pulled three times. The device was opened manually and removed. Another device was used and the staple line was over sewn with suture to complete the procedure. The procedure was prolonged by a few minutes. Otherwise, there was no adverse consequence to the patient reported. Additional information was received: the device was being used at the greatercurvature of the stomach. The staple line was opening at the proximal end, the staple line was formed correctly at the distal end.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.